Event description:
It was reported that the patient had an inappropriate shock due to tracking a supra-ventricular tachycardia. The patient was shopping in a grocery store at the time of the shock. Technical services discussed some programming options. There were no additional adverse patient effects. The system remains implanted.